Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were experiencing high blood glucose and low blood glucose. Blood glucose level at the time of the incident was 26 mmol/l which was treated with insulin pump. Customer was also reporting damaged retainer ring on the insulin pump. Customer was experiencing high blood glucose symptom like headaches. Customer was using insulin pump within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.